Event description:
The manufacturer received information alleging a "service required" occurred. There was no report of patient harm or injury.during the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.